Manufacturer narrative:
(B)(4). Date of event; corrected information: the previously submitted MDR inadvertently did not update this field based on the information received. Date of this report; corrected information: the previously submitted MDR inadvertently did not update this field based on the information received. Lot #; corrected information: the initial MDR inadvertently indicated that the lot # of the suspect device as ni instead of na. Date of this report; corrected information: the previously submitted MDR inadvertently did not mention that the initial MDR aware date should have been updated to (B)(6) 2015 based on the information received.

Event description:
It was reported that during interrogation of a vns device the company representative's tablet battery level showed 77% and then immediately dropped to 6% and then the tablet powered down. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the company representative attempted to interrogate the device after receiving the tablet as a new device. The company representative did not charge the tablet after receipt of the tablet prior to attempting use. The company representative reported that once the tablet was charged there have been no further issues with the battery.